Event description:
The pt underwent stent placement to the right coronary artery. The cardiologist attempted arteriotomy with a prostar 9 fr pvs device. Needle and suture deployment was successful. After advancing the first square knot, the cardiologist was unable to remove the sheath. He pulled on the device until it was finally released from the artery, apparently tearing the arteriotomy in the process. He then placed an 11 fr sheath in the artery and femostop was used to control bleeding around the sheath with good hemostasis. A vascular surgeon was consulted later and chose to repair the artery surgically. Inspection of the device indicated that the cardiologist apparently had used improper technique in collecting the sutures, probably bowing the sheath downward to collect the sutures above the device, rather than upward to advance the needles and collect the sutures below the device. The instructions for use (IFU) clearly describe and illustrate the proper technique, and the IFU explains that collecting the sutures from below the sheath is important to ensure the sutures are not tied around the sheath. There is no evidence this event was related to any defect in the device or IFU.